Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Per the service manual, the possible causes in the absence of images were as follows: "·the observation monitor is not turned on. ·the output setting of the observation monitor is not appropriate. ·defective video cable ·poor cv-190 ·faulty dx board ·faulty dp board ·faulty cp board ·converter failure ·poor observation monitor". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was no device problem found, and it was recommended that the customer perform preventative maintenance that will include cleaning of boards and contacts. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The issue occurred during general maintenance and there was no patient harm associated with the event.